Event description:
Consumer reported via email that the tampon string came off during removal. No injury was reported.

Manufacturer narrative:
(B)(6) 2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via email that the tampon string came off during removal. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via email that the tampon string came off during removal. No injury was reported.